Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Unable to verify button/keypad unresponsive due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to performed the displacement test due to blank display. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated that there was moisture under the screen of the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.